Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other 1.5 x 12 mini trek coronary dilatation catheter is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the lesion was totally occluded with heavy calcification, which likely contributed to the reported difficulties. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It was reported the mini trek catheter was inflated to 18 atmospheres several times in a heavily calcified lesion, which is above the rbp. It should be noted that the mini trek instructions for use states: balloon pressure should not exceed the rbp. Use of a pressure-monitoring device is recommended to prevent overpressurization. It is likely that the ruptured balloon material interacted with the heavily calcified lesion, further contributing to the difficulties removing the catheter. The reported difficulties appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that the procedure was to treat a chronic totally occluded lesion in the distal right coronary artery with heavy calcification. An attempt was made to advance a 1.5 x 12 mini trek; however, after several attempts, the device could not cross the lesion. During the attempt to cross the lesion, the balloon was inflated 3-4 times to 18 atmospheres (atm) in attempts to open the vessel; however, the balloon ruptured. A second 1.5 x 12 mini trek was then attempted; however, this balloon also was not able to cross the lesion, and was inflated 3-4 times at 18atm; however, this balloon ruptured also. Some resistance was noted during removal of both mini trek balloons. A 1.2 x 8 mini trek was then advanced, and crossed the lesion successfully. No adverse patient effects were reported. No additional information was provided.